Manufacturer narrative:
As part of our investigation, multiple follow ups were made to obtain additional information regarding the reported "possible patient infection" but with no results. The ess reported the in-service and education in reprocessing endoscopes was completed. The ess advised the user facility to get replacement tubing and to review proper sterilization/cleaning methods for the tubing and scope. The ess advised the user facility to contact medivators for proper tubing used with their scopebuddy flushing machine and medivator aer machine. The ess informed the user facility to properly dry and store scopes immediately after hld in their aer. The ess recommended the user facility contact medivators for their statement on scopes staying in the aer post hld. The ess also provided the user facility with a letter regarding delayed reprocessing. The cause of the reported "possible patient infection" is unknown but based on the ess's findings, delayed reprocessing cannot be ruled out as a contributory factor. If additional information becomes available or if the scope is returned for evaluation at a later date, this report will be supplemented accordingly.

Event description:
The manufacturer's endoscopy support specialist met with the user facility's operative services manager and became aware of a possible patient infection during an onsite in-service to review and educate scope cleaning procedures. As a result, the user facility notified the ess they were going to culture test their bronchoscopes. In addition, the ess observed the user facility had modified the maj-222 tubing and that some scopes had been cleaned/high level disinfected the night prior and were still sitting in the basin of their automated endoscope reprocessor (aer) machine.